Event description:
Olympus was informed that during a nephrectomy and pancreatectomy procedure, the thunderbeat handpiece stopped working. A seal/cut error was displayed on the generator. The procedure was completed with another handpiece. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the teflon pad partially detached and missing a portion. The device was tested using an esg-400/usg-400 and no errors were noted. The device was forwarded to the original equipment manufacturer (OEM) for further investigation. If add'l info is rec'd at a later time, this report will be supplemented.